Manufacturer narrative:
The field service representative (fsr) discovered that the source of the burning odor was due to a burned/melted capacitor on the vacuum pump. The fsr replaced the vacuum pump and deemed the part likely cause for the issue. An instrument service history was reviewed for (B)(6) and revealed no additional issues of burning/melting from a part. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect i2000sr system or the vacuum pump with regards to the current issue. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burned/melting observed was limited to the capacitor of the vacuum pump and did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6) or the vacuum pump were identified.

Event description:
The customer observed error code 5301 (vacuum system failure) on the architect i2000sr processing module. The abbott service representative inspected the instrument, performed vacuum diagnostics test and started to smell a burning smell. The instrument was turned off. When the service representative removed the vacuum pump, it was observed that the capacitor had burned/melted and was causing the burnt smell. The vacuum pump was replaced to resolve the issue. There was no visible fire, or smoke observed. Additionally, there was no report of injury. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 5301 (vacuum system failure) on the architect i2000sr processing module. The abbott service representative inspected the instrument, performed vacuum diagnostics test and started to smell a burning smell. The instrument was turned off. When the service representative removed the vacuum pump, it was observed that the capacitor had burned/melted and was causing the burnt smell. The vacuum pump was replaced to resolve the issue. There was no visible fire, or smoke observed. Additionally, there was no report of injury. No impact to patient management or user safety was reported.